Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5 the device was not returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was found prior to procedure and post sedation for an endoscopic minimally invasive surgery for breast cancer procedure.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope displayed an abnormal image. The issue occurred during preparation for a therapeutic endoscopic procedure that was completed with a similar device. There were no reports of patient harm.